Event description:
Caller alleged false positive tni results. Results as follows: the patient presented with chest pain on (B)(6) 2014. On (B)(6), positive tni results were obtained and the patient was transferred to a tertiary/higher care facility via helicopter. Based on test results obtained at the higher care facility, reedsburg area medical center was contacted to determine why the patient was sent over. The customer then re-ran the same cartridge they received the high tni result on (she took it back out of the trash) and received a tni of 3.07 (still elevated). She then re-ran the sample again on a new device and received a normal tni result of <0.05, ck-mb = 4.0, and myo = 166. The following reference ranges were used: triage: <0.05 = normal, 0.05 - 0.40 = evaluation range, >0.40 = positive. Higher care facility: unk. The patient was not treated based on the elevated triage tni result. Final diagnosis of the patient at the higher care facility is not known.

Manufacturer narrative:
No discrepant data results were observed from devices tested with wb edta donor patient samples. All tni results were below 0.05 ng/ml as expected. No sample was returned to product support. Unable to rule out sample specific interference as a potential cause for discrepant results. A review of manufacturing batch records show that no discrepant tni results were observed during final release testing. No non conformances were issued for this lot. No product deficiency was established. Corrective action is not required at this time.